Event description:
A customer contacted baxter's technical service center reporting a leak in the heater bag during check lines and bags alarm while priming on the home choice (hc). The home patient (hp) stated he connected it better. The technical service representative (tsr) explained the hp would have to start over with all new supplies. The tsr had the hp close the clamps and cycle the power. The hp stated he was using the spiked set and the hc went to press go to start. The tsr assisted the hp with getting the set out and explained the hp can start over with new supplies. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the check lines and bags alarm where the solution bag was leaking. The hp stated they started over with new supplies and resumed therapy. The hp is aware of the proper setup procedures and that the supplies should not be used when leaking. The hp stated he followed up with his peritoneal dialysis nurse (pdrn) regarding the alarm and leak. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm was confirmed due to the use error described by the patient. The user reconnected and disconnected the line during therapy. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.